Manufacturer narrative:
Merge healthcare is currently investigating this customer's allegation to determine if corrections or corrective actions are required.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. (B)(6) 2016, merge healthcare received information indicating a camera flash was not working. Support shipped a sync box and cables. After additional troubleshooting, it was determined the issue was occurring from a camera setting. The issue was resolved. On (B)(6) 2016, the customer reported the issue led to a delay in testing because of daily patient volume and the inability to image in a timely manner. There was no indication of patient harm; however, this issue is being reported due to the potential for harm related to a delay in testing. Reference complaint number (B)(4).

Manufacturer narrative:
Updates to MFR site - report source to (B)(4).